Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Customer's blood glucose was 150 mg/dl. Reportedly, the cartridge was changed to address the issue. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.